Manufacturer narrative:
Evaluation summary: three opened trocar blade handle assemblies and 3 opened trocar hub/cannula assemblies were received in a small parts tray for the report of leaking. The trocar blades were received without tip protectors and one hub/cannula assembly was received still attached to an infusion cannula. The returned samples were visually inspected. Two samples were found to have conforming septums and one sample was found non-conforming with an open septum. A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. Possible root causes related to the molding and post cure processes of the valves have been identified. The exact root cause for this complaint is unknown. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. (B)(4).

Manufacturer narrative:
Samples in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a leaky trocar and another one was not tight during a procedure. The surgery was successfully completed without any patient harm. Additional information has been requested but not received.